Event description:
The customer reported that the housing on their pump in style transformer came apart.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer reported that when she plugged the transformer in, it made a pop noise and the transformer came apart. She did not report any injuries as a result of the issue. The customer did not indicate that they would return the original product. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul26011-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.